Event description:
New information received noted that the patient¿s ejection fraction was subpar and was experiencing brady indications as noted on echocardiography test. The patient presented for explant procedure on (B)(6) 2020. During procedure, the implantable cardioverter defibrillator was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator reached elective replacement indicator (eri) on (B)(6) 2020. It was noted that the device was implanted on (B)(6) 2017. No interventions were reported. The patient was stable.